Manufacturer narrative:
Product analysis the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had premature battery depletion. The device was expl anted and replaced. No patient complications have been reported as a result of this event.